Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's partner called the ambulance due to the patient having lost consciousness and was unresponsive. The paramedics removed and discarded the patient's pod and transported the patient to a hospital where the patient was hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 1.8 mmol/l (32 mg/dl) while wearing the pod between 37 and 48 hours. The patient reported that the cause of the hypoglycemia were the settings rather than the system itself and the patient not knowing how to pause insulin delivery. These settings have since been revised by their diabetes team. The patient was treated with unspecified administration of saline fluids and applied a new pod and sensor. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
In the case description, the user mentioned having low blood glucose while using the system, potentially due to incorrect settings when programming the controller. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that the engineering log files from the date of occurrence were overwritten due to continued use of the system. Cloud data for the period of 04nov2025-06nov025 was downloaded and reviewed to supplement the log files. Review of the logs and cloud data found that the controller was setup on 04nov2025 with an initial basal program of 1.2 u per hour for 24 hours. This resulted in an initial total daily insulin (tdi) of 57 u per day. Review of the patient history buffer (phb) data found that the system was used primarily in automated mode and the automated algorithm was able to appropriately adjust the micro-bolus amounts based on the estimated glucose values and user inputs. The algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. A pod change occurred between 06:47 and 09:25 on 06nov2024 and the cloud data showed that the manual basal program was changed to 0.9 u per hour for 24 hours at 09:23 on 06nov2024. The last valid estimated glucose value received by this pod from the sensor was 75 mg/dl at 06:45 on 06nov2025. The tdi with this next pod was 43 u. No evidence of an overdelivery of insulin was observed in the available log files and cloud data. It could not be conclusively determined if the initial basal program or any other settings were incorrectly or unintentionally programmed during setup of the controller. The exact cause of the reported incorrect settings could not be determined.